Event description:
Removal of aicd and sprint fidelis lead. Patient who is diagnosed with dilated non-ischemic cardiomyopathy in 1995, single chamber ICD with rv fidelis lead (on advisory) implantation in 2005 for primary prevention. He had elevated defibrillation threshold with that device. His generator was nearing eri on his clinic appointment last fall. He and his family opted for extraction of the rv lead on advisory and implantation of a new system.